Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and low pacing impedance were noted on the right ventricular (rv) lead due to suspected lead damage. The device was reprogrammed to resolve the event. The rv lead will be re-evaluated during the normal device replacement procedure. The patient was stable.